Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that after removing the device from the protective hoop without resistance, the tip coils were noted unraveled from the core; however, they remained attached to the guidewire. There was no device separation. The device was discarded and not used. There was no patient involvement. There was no additional information provided regarding this device issue.